Manufacturer narrative:
Hamilton medical ag comes to the following conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: (1) detailed complaint and failure description: "when powered up it displays release valve defective." No clinical signs, symptoms or conditions. No health consequences or impact.